Event description:
Patient had a uneventful bilateral clarifix procedure on (B)(6) 2020. Patient began to have episodic posterior nose bleeds on (B)(6) 2020. Seen at clinic on (B)(6) 2020. Endoscopy showed no active bleeding, normal tissue changes related to cryotherapy. Seen by local ed on (B)(6) 2020 and on (B)(6) 2020 for packing. Patient went to ed that night with more posterior bleeding. Transferred to another medical center and left side packed. On (B)(6) 2020 visited the operating room. Was noted to have bilateral brisk bleeding from the posterior end of the treatment site bilaterally. Bleeding was controlled with endoscopic monopolar cautery bilaterally. She was kept overnight (B)(6) for observation for additional bleeding and was discharged the am of (B)(6). She has recovered without sequelae or other complications.